Event description:
Boston scientific received information that during a routine follow up, the patient with this pacemaker reported that the device was visible through the skin. The device pocket appeared to be elevated in the top corner near the suture site and the surrounding area felt hot to the touch. The patient stated that he did not experience a fever or any other symptoms related to an infection. A revision procedure was performed and the system was explanted. No additional adverse patient effects were reported. The patient received a new system implanted on the opposite side.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.